Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and mildly calcified left superficial femoral artery. A 7.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient status was good.